Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that shaft break occurred. The patient had type iii aortic arch and the stenosed target lesion was located in right vertebral artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, the balloon could not be inflated to open the photographic contrast. When the device was removed from the patient, it was noticed that the delivery tube was fractured and leaked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. It was further reported that the 95% stenosed target lesion was severely tortuous and moderately calcified.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. The balloon is still tightly folded and the stent is still in the manufactured position on the balloon. There is no contrast present inside the inflation lumen. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling. So, the cause code unintended use error caused or contributed to event was used for this damage. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm any separation.

Event description:
It was reported that shaft break occurred. The patient had type iii aortic arch and the stenosed target lesion was located in right vertebral artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, the balloon could not be inflated to open the photographic contrast. When the device was removed from the patient, it was noticed that the delivery tube was fractured and leaked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. It was further reported that the 95% stenosed target lesion was severely tortuous and moderately calcified.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that shaft break occurred. The patient had type iii aortic arch and the stenosed target lesion was located in right vertebral artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, the balloon could not be inflated to open the photographic contrast. When the device was removed from the patient, it was noticed that the delivery tube was fractured and leaked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.